Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 row b was not on bus. A field service technician found a staple on row board causing row board not to work. Cleaned all debris to resolve. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system cubies were not on bus, prevented the user from removing medications for a patient. The customer stated that the pharmacy provided the required medication which caused a delay. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis medstation es system cubies were not on bus, prevented the user from removing medications for a patient. The customer stated that the pharmacy provided the required medication and there was no delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 row b was not on bus. A field service technician found a staple on row board causing row board not to work. Cleaned all debris to resolve. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issue that was found by the field service technician while on site.